Event description:
It was reported that during prep for a coronary stenting treatment procedure, stent damage was observed. After unpacking, the physician discovered the distal stent struts were damaged. The procedure was completed with another of the same device and the patient status was stable.

Event description:
It was reported that during prep for a coronary stenting treatment procedure, stent damage was observed. After unpacking, the physician discovered the distal stent struts were damaged. The procedure was completed with another of the same device and the patient status was stable.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent struts were both raised and misaligned. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).